Event description:
Anesthesia inserted et tube in operating room. Three and half hours later, the pt coughed up a small blue plastic piece, thought to be from this device. Appears to have broken off at the curved tip. Approximately one inch broke off. Tip retained, stylet and original package not retained. No electrophysiology procedure performed. Original intended procedure was intubation for cervical spine exploration and hardware removal.

Manufacturer narrative:
.